Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jul-2023. H6: investigation summary nine open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed on eight samples and a bent non patient end of cannula was observed on the remaining one sample. A functionality test was carried out on all nine samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that prior to use with bd nano¿ 2nd gen pen needle the needle was unable to attach as intended. This is 2 of 2 reports. The following information was provided by the initial reporter, translated from japanese to english: does not attach as intended.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd nano¿ 2nd gen pen needle the needle was unable to attach as intended. This is 2 of 2 reports. The following information was provided by the initial reporter, translated from japanese to english: does not attach as intended.